Event description:
The patient was implanted with an scs system consisting of an ipg and paddle lead on (B) (6) 2007, for left foot and right calf pain. It was reported on (B) (6) 2008 that the patient was experiencing stimulation in undesired areas. Reprogramming was attempted but did not alleviate the issue. An x-ray confirmed that the paddle lead had migrated. No device was returned to the manufacturer for analysis. Follow up found that the patient was revised by repositioning the existing implanted lead on (B) (6) 2008. No further issues have been reported for this patient. No further information is available.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.